Event description:
The customer was found by their family member at 6:13pm "totally spaced out". They tested their blood glucose and received a result of 91mg/dl, a retest was done with a result of 36mg/dl. The customer took 5 glucose tablets. The customer stated 911 had been called on 4 different occasions due to low blood glucose reactions. The customer stated the device is 20 points different from paramedics. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.